Event description:
The pt's gastrostomy tube occluded in 2004. Six days later under general anesthesia, a "winged" gastrostomy tube was replaced with a 14f peg. The stoma was larger than the diameter of the peg, and compresses were placed around the stoma. External feeding was resumed the next day, but discontinued two days later because of bronchial congestion. The internal retention dome was palpable and visible from the outside of the body. The next day the pt developed peritonitis, septic shock and a purulent discharge from the stoma. Despite IV fluid resuscitation, antibiotics, and removal of the tube, the pt expired. This info is from the attending physician at the long-term care facility. Ballard medical products has no first-hand knowledge of the allegations but is relaying info received from outside sources pursuant to federal regulations.